Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low battery and failed batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 12.0 received the lowbatteryalert (104) on 10/17/2022 12:17:01 after more than 7 days at 22.72 days. Battery cycle 11.0 received the lowbatteryalert (104) on 09/24/2022 19:03:00 after more than 7 days at 21.84 days. Battery cycle 5.0 received the lowbatteryalert (104) on 08/19/2022 08:10:01 after more than 7 days at 23.37 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/26/2022 22:31:00 after more than 7 days at 15.3 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/11/2022 11:54:00 after more than 7 days at 23.0 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/18/2022 00:08:00 after more than 7 days at 24.06 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. In the file history due to customer insert low battery. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), serial number label missing and pillowing keypad overlay. In conclusion, unit passed all required tests and failed batt test and low battery alarms not confirmed. Multiple failed batt test alarms on event date due to customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on back of the battery compartment and also reported low battery alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that no damage to the battery cap or contacts. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.